Manufacturer narrative:
On (B)(6) 2015. (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No signs of blood or clinical use were observed. The heater wire was deformed away from the hot jaw and remained attached at the base of the jaws. Based on the returned condition of the device, the reported complaint was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.